Event description:
It was reported that the system shuts down without command when the interconnect cable is moved. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and determined the interconnect cable needed to be replaced. A new cable was placed on order. No further repair information is available.